Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain add'l information. The mas mailed a letter to the patient on december 17, 2008, in an attempt to contact the patient for follow-up questioning. The patient tests her blood glucose 4 times a day. She manages her diabetes via novolog insulin 1 to 8 units for every carbs and 1 unit for every 30mg/dl over 130mg/dl for a correction factor. She also takes 32 units of lantus insulin at night. The patient indicated that the reported issue began on the day lifescan was contacted at 1:10pm. During that time, the patient reportedly obtained an "inaccurate high" reading of "439mg/dl" on the subject meter. The patient then reportedly took 11 units of novolog insulin based on the reading. On the same day at around 2 pm, the patient reportedly felt symptoms of "shakiness, hot, blurred vision and tiredness", which according to the patient were symptoms of low blood sugar. It is not known whether the patient obtained any blood glucose readings on the subject meter while experiencing the symptoms. The patient reportedly took food and/or drink following the symptoms. The patient did not receive any medical attention. The patient was not tested on any other device. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.